Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump received with cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error after the customer went swimming with the device on. The blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.